Event description:
During an initial implant procedure prior to being inserted into the patient, the guidewire was unable to advance into the left ventricular (lv) lead and pierced through the third bend of the s curve. A different lv lead was successfully implanted to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of ¿the guidewire penetrated the lead at the third bend of the s-curve while preparing to insert the lead into the patient¿ and failure to advance guidewire were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the insulation was perforated by the guidewire, the inner coil was damaged and the polytetrafluoroethylene (ptfe) coating of the guidewire was within the lead body at the s-curve region consistent with procedural damage. Unable to perform the guidewire insertion test due to the damaged inner coil. The cause of the reported event was isolated to procedural damage.